Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt266 infant breathing circuits became disconnected at the y-piece. The hospital further reported that one circuit was being used with an aeroneb nebulizer. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: one complaint rt266 infant breathing circuit and one complaint swivel were returned to fisher & paykel healthcare in (B)(4) and were visually inspected and pressure tested. The outer diameter of the swivel wye lip, angle of the swivel wye lip and inner diameter of the swivel elbow where the swivel wye attaches were measured using a shadow graph. Results: visual inspection revealed no damage to the returned components. The inner diameter of the swivel elbow and outer diameter of the swivel wye lip were within specification for both subject swivels. The pressure test revealed that in both cases the swivel was within specification and the swivel did not come apart during the pressure test. A lot check revealed no other complaints of this nature for lot 141106. Conclusion: we are unable to determine what may have caused the problem reported by the customer. No fault was found with the returned rt266 circuits. The customer had informed us that both complaint circuits had been in use for 14 days when the incidents occurred and both circuits had passed the initial leak test before use. Our user instruction for the rt266 state that the rt266 circuit "is intended to be used for a maximum of 7 days". All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two rt266 infant breathing circuits became disconnected at the y-piece. The hospital further reported that one circuit was being used with an aeroneb nebulizer. No patient consequence was reported.

Manufacturer narrative:
The complaint rt266 infant dual heated evaqua2 breathing circuits are en route to fisher and paykel healthcare in (B)(6) for evaluation. A follow up report will be provided upon completion of our investigation.